Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The provider states the back upholstry is ripping at the rivots and the seat is sagging in the center.